Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31399492l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a 8.5 fr varipulse catheter and the patient experienced blurred vision / central retinal artery occlusion (crao). The male patient reported experiencing blurred vision, although the onset date is unspecified. An ophthalmologic examination suggested a diagnosis of central retinal artery occlusion (crao), which can be confirmed during the next follow-up appointment. The patient was assessed as stable. Patient improved but it is unknown if the symptoms have fully resolved. No extended hospitalization was required. The physician did not provide any specific opinion on the cause of the adverse event, nor did they mention any relation/correlation to bwi products. During the pulse field ablation (pfa) case, the activated clotting time (act) was maintained within normal values. An expected irrigation flow was also maintained. The platform--including device, software and equipment--operated as intended and functioned properly according to the instructions for use (IFU). The procedural steps include: femoral puncture, duodeca positioning, septal puncture(1), sheath exchange from an sl1 to a vizigo, octaray voltage mapping, varipulse ablation, post voltage mapping, additional q-dot micro catheter ablation, and lastly an isophrenol test.

Manufacturer narrative:
Per internal review on 9-sep-2025, the product investigation was updated to include the following: an internal action is being followed to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The ifus (instructions for use) are instructions that provide detailed guidance on how safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Per internal review on 26-mar-2025, it was identified that the h7 and h9 sections were mistakenly omitted from the previously submitted initial report. H7 update: notification. H9 update: 3013300026-01/17/2025-001-c. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).